Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked case at the display window corners, a cracked display window, cracked battery tube threads, a broken belt clip slot, a stained end cap sticker and minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had a drive/motor anomaly customer's blood glucose at time of incident was 265 mg/dl. Customer was using the shots to correct. The customer stated that insulin pump stops when she tries to refill the piston doesn't go forward it just stops. The customer was advised that the pump will be replaced.